Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. The patient was hospitalized on the same day as the onset. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information was available.